Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Precision xtra meters were designed to give an error-6 message to prevent customers from using expired test strips. No investigation of the product is required.

Event description:
A customer reported getting an error-6 on their precision xtra meter as they attempted to use expired test strips. The customer also requested training on memory access. He further reported as a result of being unable to test, he experienced a hyperglycemic episode at the hospital, was reportedly diagnosed with hyperglycemia and treated with insulin and unspecified intravenous infusion. He also reported self-treating with his regular oral diabetic medication (metformin) to counteract the event. There was no report of death or permanent impairment associated with this medical event.